Manufacturer narrative:
While troubleshooting with bec customer technical support (cts), it was discovered that an accutni reagent pack was loaded backwards into a slot of the reagent carousel. Cts instructed the customer to discard the reagent pack that was loaded backwards and to delete it from the reagent inventory. Service was not dispatched as the issue was identified during troubleshooting. Use error is the root cause for this event. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) hotline to report obtaining no value / ind (indeterminate) flags for two levels of accutni qc, generated by an access 2 immunoassay analyzer. No patient samples were analyzed during the event, due to qc results out of specifications. No reports of death, injury, or change to patient treatment have been reported in connection with this event.